Manufacturer narrative:
The complainant reported a break in a midline catheter. The midline was inserted on (B)(6) 2024 and the patient was discharged the same day. On (B)(6) 2024, the patient complained of "burning and pain with infusion and flushing" and the midline was removed. A break in the catheter wall was observed at the 5-6cm mark. The complainant noted that the line had been used for antibiotics. He saw no evidence of a kink or occlusion. The line was discarded and therefore not available for return to avi for further investigation. The lot number was provided by the complainant and a review of production records was performed. There were no nonconformance's found. Without further information or return of the device, a root cause cannot be determined.

Event description:
Customer reported a fractured midline catheter.